Event description:
The customer reported that the unit gives a "low battery" warning and then shuts down.

Manufacturer narrative:
(B)(4). The customer reported that the unit gives a "low battery" warning and then shuts down. The unit was evaluated locally by a philips representative, but the reported issue could not be reproduced. The unit passed all performance verification testing and remains at the customer site. We cannot determine the cause of this reported failure, as the issue could not be recreated.